Manufacturer narrative:
The device was discarded. Investigation is ongoing.

Event description:
As found reported by field clinical specialist, the patient had a pre-existing iliac stent. A 16f edwards dilator used was used to pre-dilate the iliac stent. 14f esheath was successfully inserted. A 26mm sapien 3 (s3) with a commander system was inserted through the sheath. Difficulty was experienced pushing the delivery system through the sheath. This was anticipated due to the existing iliac stent. The delivery system with valve was successfully advanced through the esheath. However, after the valve passed through the sheath, prior to valve alignment, team noticed that the iliac stent was dislodged and was affixed at the tip of the nose cone. The valve on delivery system was retracted through the esheath as a unit and withdrawn. The iliac stent could not be snared through the esheath, therefore, the team decided to 'park it' behind the esheath at the level of the common iliac. A new esheath was used and a 2nd valve with delivery system was prepared. The system was successfully inserted through the esheath and 26mm s3 valve was successfully implanted. There was no vascular injury. The dislodged iliac stent was left in the common iliac and determined to be in a stable position. Follow-up from coordinator indicated the patient was being transferred to another institution for a second opinion regarding possible intervention of the iliac stent.

Manufacturer narrative:
Update tp b4, g3, g6, h2, h3, h6 and h10. The device was not available for returned, as it was discarded. No product returned engineering evaluation performed, as the device was not available for return. No visual, functional, or dimensional testing was able to be performed as no product was returned. A device history record (DHR) review was unable to be performed as no work order (wo) was provided. A lot history review was unable to be performed as no wo was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. 3mensio imagery was provided for review which showed patient characterize, and the outline of the iliac stent can be seen in the patient's vasculature. Patient anatomy can be seen with calcification along entire length of vasculature. Edwards has provided guidelines or instructions to physicians in the IFU and training materials. A review of applicable content revealed that the labeling/IFU/training materials adequately provide warnings and instructions for use and contains the correct content regarding the reported complaint event. The IFU for the commander delivery system, device preparation manual, and training manual were reviewed and no inadequacies have been identified. As the tracking difficulty complaint was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. As no edwards defect that could have resulted in the complaint was identified, no preventative or corrective actions are required. The tracking difficulty complaint was unable to be confirmed due to the lack of procedural imagery or device-related photos. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. Per the complaint description, 'difficulty experienced pushing the valve/system through the sheath. This was anticipated due to the existing iliac stent'. Per 3mensio imagery, it can also be noted that the patient had presence of calcification throughout their entire vasculature. As indicated in the training manual, the presence of calcification can create a difficult pathway for tracking through the anatomy and can restrict the delivery system from crossing the annulus. It is possible that the access vessel containing the pre-existing iliac stent, as well as the existing degree of calcification, may have presented interference from advancing the thv/delivery system farther along the patient's anatomy. Without the return of the complaint device or applicable imagery, a definitive root cause is unable to be determined at this time. However, available information suggests that patient factors (calcification, pre-existing iliac stent) likely contributed to the reported event. No manufacturing non-conformance that would have contributed to the reported event was identified. Available information suggests that patient factors (calcification, pre-existing iliac stent) may have contributed to the complaint event. No labeling/IFU deficiencies were identified. Therefore, no corrective and preventative action is required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : device discarded.